Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for cloudy effluent and two other indications. On an unreported date, the patient was admitted in intensive care unit (ICU) for the events. Treatment was not reported. At the time of this report the patient was recovered from the peritonitis event; however, the patient remained hospitalized for another indication. The action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.